Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. Post procedure, it was noted that the patient experienced positional ectopy. The lp was explanted and replaced with a competitor lp. The patient was stable.